Manufacturer narrative:
See related MDR reports 9616066-2018-00208 and 9616066-2018-00212 which involved the same patient. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while connecting an infusion set to a patient, the male luer of the infusion set went into the female connection but the spin cap cracked. This was the second of three similar events that occurred with this patient. There was no patient harm. On (B)(6) 2017 they swabbed the lumen, on (B)(6) 2018 there was a positive culture result requiring treatment with antibiotics. The customer is uncertain of any correlation between the events and the infection.

Manufacturer narrative:
The customer¿s report that the spin cap (spin collar) broke off was confirmed. Visual inspection showed that the distal male luer spin collar was separated from the luer and had a crack along almost the entire bottom circumference. Inspection under magnification showed no scratches or tool markings around the crack. Functional and pressure testing resulted in no leaking at the location of the crack. Testing of a new unused same model set and using the same non-bd male luer disinfecting cap that the customer uses resulted in the same type of crack at the base of the test set¿s male luer spin collar. The root cause was a chemical reaction or stress due to prolonged exposure to aggressive liquids or high viscosity chemical substances including cleaning or disinfecting agents.

Event description:
The customer uses alcohol impregnated port caps.